Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the fluoro functions board and the generator interface board and verified the 5vdc at the mainframe. The system was tested and found to be working as intended and put back in service.